Event description:
It was reported that during a breast biopsy after deploying the mammark 11g tissue marker and rotating the probe 180 degrees she noticed that when she removed the plunger, the tip of the collagen marker was sheared off. She vacuumed the biopsy site 360 degrees. Post stereo images were taken to confirm placement of tissue marker and they were unable to locate the marker. They completed the case and sent the pt home under normal post biopsy instructions. They checked the cannister and the tubing, and they noticed that the collagen plug was inside the tip of the probe. They were unsuccessful in locating the plastic tip of the marker. The customer is concerned that the plastic tip may be in the pt's breast, but will not be removed at this time.